Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in chin graphics experienced foreign matter contamination. The following information was provided by the initial reporter: patient due to stroke, the nurse prepared the skin test solution in the treatment room at (B)(6) 2020 16:55. Here, a disposable sterile syringe was used for drug injection. After opening the 1ml syringe, there was a white attachment on the needle, which was immediately discarded. Does not act on the patient's body.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in chin graphics experienced foreign matter contamination. The following information was provided by the initial reporter: patient due to stroke, the nurse prepared the skin test solution in the treatment room at (B)(6) 2020 16:55. Here, a disposable sterile syringe was used for drug injection. After opening the 1ml syringe, there was a white attachment on the needle, which was immediately discarded. Does not act on the patient's body.